Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. The customer's address is unknown. New jersey, USA has been used as a default. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. The reported lot number (lot # 4058410) was manufactured in 2014. The product has a shelf life of 5 years and the manufacturing site would no longer have the DHR records for this lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Bd diabetes care no longer manufactures or distributes lancet or lancing devices. Both devices have been discontinued.

Event description:
It was reported that there was no expiration date on the box of bd ultra-fine¿ lancets the following information was provided by the initial reporter: "pharmacist called to inquire about expiration date on bd lancets, stated that there is no date on the box."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. The reported lot number (lot # 4058410) was manufactured in 2014. The product has a shelf life of 5 years and the manufacturing site would no longer have the DHR records for this lot number. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that there was no expiration date on the box of bd ultra-fine¿ lancets the following information was provided by the initial reporter: "pharmacist called to inquire about expiration date on bd lancets, stated that there is no date on the box."